Event description:
It was reported that the implant at tooth site #44 suffered from an allergic reaction. The allergic reaction was that the implant was rejected by the body. Patient is in healing stage. Once healed another implant will placed. Symptoms as a result of the event: pain, edema & inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie did not received one (1) tsvm4b11 implant, tsv, 4.1mmd, 11.5mml, textured, microgrooves, mc, for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1262310. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1262310 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : allergic reaction¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev 4, the most likely root cause determined from the investigation was external factors, i.e., patient's condition. Therefore, based on the available information, a device malfunction could not be verified without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative. H3 other text : device was not returned.

Event description:
No further event information available at the time of this report.